Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("only 1 essure coil was removed, and the other one couldn't be found"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in 2006, headache in 2006, menorrhagia, vaginal haemorrhage and genital bleeding. Previously administered products included for an unreported indication: elavil, norplant, lisinopril and penicillin. Past adverse reactions to the above products included cough with lisinopril; hypersensitivity with elavil; and urticaria with penicillin. Concurrent conditions included obesity, unspecified and hypertension. Concomitant products included butalamine, hydrochlorothiazide and potassium chloride (klor-con). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In 2014, the patient underwent cholecystectomy ("removal of gall bladder"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches/pain: headache") and endometriosis ("she had a severe case of endometrious"). The patient was treated with surgery (she underwent hysterectomy (partial) to remove the essure) and surgery (she underwent hysterectomy (partial) to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, alopecia, menorrhagia, migraine, weight increased, cholecystectomy, endometriosis and dysmenorrhoea outcome was unknown, the genital haemorrhage, vaginal haemorrhage and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal pain, alopecia, cholecystectomy, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Ultrasound scan vagina - in 2007: total bilateral occlusion . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, headache: migraines." Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received: dysmenorrhea (cramping) event was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only 1 essure coil was removed, and the other one couldn't be found'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and cholecystectomy ('removal of gall bladder') in a 32-year-old female patient who had essure (ess205) (batch no. 623434-inv, 628434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2006, headache in 2006, menorrhagia, vaginal haemorrhage, genital bleeding and cancer. Previously administered products included for an unreported indication: nuvaring, elavil, norplant, lisinopril and penicillin. Past adverse reactions to the above products included cough with lisinopril; hypersensitivity with elavil; and urticaria with penicillin. Concurrent conditions included obesity, unspecified, hypertension, nausea, vomiting, shortness of breath, dizziness and right upper quadrant pain. Concomitant products included butalamine, hydrochlorothiazide, hydrocodone bitartrate;paracetamol (lortab), ibuprofen (motrin) and potassium chloride (klor-con). On (B)(6) 2009, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches/pain: headache") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), endometriosis ("she had a severe case of endometrious") and uterine spasm ("the uterus spasmed causing an obstructed visualization of the coils."). The patient was treated with ethambutol dihydrochloride (butal) and surgery (she underwent hysterectomy (full) and bilateral salpingectomy to remove the essure and she underwent hysterectomy (partial) to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, cholecystectomy, alopecia, migraine, weight increased, endometriosis, dysmenorrhoea and uterine spasm outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal pain, alopecia, cholecystectomy, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine spasm, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 240 lbs. Insertion details- the scope was then nprogressed to visualize the left tube more closely, at which point the essure was placed within the ostia of the left tube. Coilsb were then deployed in the usual fashion, after which the uterus spasmed causing an obstructed visualization of the coils. When the spasm sub5ided, the coilwas visualized within the left tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Bilateral fallopian tube occlusion devices without evidence of spillage from either fallopian tube.. Ultrasound scan vagina - in 2007: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, headache: migraines." Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received: reporter added, essure insertion date and lot number updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("only 1 essure coil was removed, and the other one couldn't be found"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in 2006, headache in 2006, menorrhagia, vaginal haemorrhage and genital bleeding. Previously administered products included for an unreported indication: norplant, lisinopril, penicillin and elavil. Past adverse reactions to the above products included cough with lisinopril; hypersensitivity with elavil; and urticaria with penicillin. Concurrent conditions included obesity, unspecified and hypertension. Concomitant products included butalamine, hydrochlorothiazide and potassium chloride (klor-con). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In 2014, the patient underwent cholecystectomy ("removal of gall bladder"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches/pain: headache") and endometriosis ("she had a severe case of endometrious"). The patient was treated with surgery (she underwent hysterectomy (partial) to remove the essure) and surgery (she underwent hysterectomy (partial) to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, alopecia, menorrhagia, migraine, weight increased, cholecystectomy and endometriosis outcome was unknown, the genital haemorrhage, vaginal haemorrhage and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal pain, alopecia, cholecystectomy, device dislocation, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Ultrasound scan vagina - in 2007: total bilateral occlusion ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, headache: migraines." Most recent follow-up information incorporated above includes: on 18-jun-2018: this case is medically confirmed. The reporter information was added. This case concerns 32 year old patient. Her demographic was updated. Her concurrent/historical conditions and history of drug allergy were added. Lab data was added. Essure insertion date was updated. Essure indication was added. Concomitant medication was added. Following events: abnormal bleeding (general), abnormal bleeding (vaginal/menorrhagia), headaches/pain: headache), weight gain, removal of gall bladder, abdominal pain, she had a severe case of endometrious; only 1 essure coil was removed, and the other one couldn't be found were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("only 1 essure coil was removed, and the other one couldn't be found"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and cholecystectomy ("removal of gall bladder") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2006, headache in 2006, menorrhagia, vaginal haemorrhage and genital bleeding. Previously administered products included for an unreported indication: nuvaring, elavil, norplant, lisinopril and penicillin. Past adverse reactions to the above products included cough with lisinopril; hypersensitivity with elavil; and urticaria with penicillin. Concurrent conditions included obesity, unspecified and hypertension. Concomitant products included butalamine, hydrochlorothiazide and potassium chloride (klor-con). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches/pain: headache") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and endometriosis ("she had a severe case of endometriosis"). The patient was treated with ethambutol dihydrochloride (butal) and surgery (she underwent hysterectomy (partial) to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, cholecystectomy, alopecia, migraine, weight increased, endometriosis and dysmenorrhoea outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal pain, alopecia, cholecystectomy, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan vagina - in 2007: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, headache: migraines." Most recent follow-up information incorporated above includes: on 26-feb-2019: plaintiff fact sheet received: outcome of menorrhagia updated to recovered / resolved. Historical and treatment medication, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("only 1 essure coil was removed, and the other one couldn't be found"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and cholecystectomy ("removal of gall bladder") in a 32-year-old female patient who had essure (ess205) (batch no. 623434-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2006, headache in 2006, menorrhagia, vaginal haemorrhage, genital bleeding and cancer. Previously administered products included for an unreported indication: nuvaring, elavil, norplant, lisinopril and penicillin. Past adverse reactions to the above products included cough with lisinopril; hypersensitivity with elavil; and urticaria with penicillin. Concurrent conditions included obesity, unspecified, hypertension, nausea, vomiting, shortness of breath, dizziness and right upper quadrant pain. Concomitant products included butalamine, hydrochlorothiazide, hydrocodone bitartrate;paracetamol (lortab), ibuprofen (motrin) and potassium chloride (klor-con). In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches/pain: headache") and was found to have weight increased ("weight gain"). In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In (B)(6)2014, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), endometriosis ("she had a severe case of endometrious") and uterine spasm ("the uterus spasmed causing an obstructed visualization of the coils."). The patient was treated with ethambutol dihydrochloride (butal) and surgery (she underwent hysterectomy (partial) to remove the essure). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device dislocation, pelvic pain, cholecystectomy, alopecia, migraine, weight increased, endometriosis, dysmenorrhoea and uterine spasm outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal pain, alopecia, cholecystectomy, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine spasm, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 240 lbs. Insertion details- the scope was then nprogressed to visualize the left tube more closely, at which point the essure was placed within the ostia of the left tube. Coilsb were then deployed in the usual fashion, after which the uterus spasmed causing an obstructed visualization of the coils. When the spasm sub5ided, the coilwas visualized within the left tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Bilateral fallopian tube occlusion devices without evidence of spillage from either fallopian tube.. Ultrasound scan vagina - in 2007: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, headache: migraines." Most recent follow-up information incorporated above includes: on 12-apr-2019: update of information (batch is invalid) incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("only 1 essure coil was removed, and the other one couldn't be found"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and cholecystectomy ("removal of gall bladder") in a 32-year-old female patient who had essure (ess205) (batch no. 623434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2006, headache in 2006, menorrhagia, vaginal haemorrhage, genital bleeding and cancer. Previously administered products included for an unreported indication: nuvaring, elavil, norplant, lisinopril and penicillin. Past adverse reactions to the above products included cough with lisinopril; hypersensitivity with elavil; and urticaria with penicillin. Concurrent conditions included obesity, unspecified, hypertension, nausea, vomiting, shortness of breath, dizziness and right upper quadrant pain. Concomitant products included butalamine, hydrochlorothiazide, hydrocodone bitartrate;paracetamol (lortab), ibuprofen (motrin) and potassium chloride (klor-con). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches/pain: headache") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), endometriosis ("she had a severe case of endometrious") and uterine spasm ("the uterus spasmed causing an obstructed visualization of the coils."). The patient was treated with ethambutol dihydrochloride (butal) and surgery (she underwent hysterectomy (partial) to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, cholecystectomy, alopecia, migraine, weight increased, endometriosis, dysmenorrhoea and uterine spasm outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal pain, alopecia, cholecystectomy, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine spasm, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 240 lbs. Insertion details- the scope was then progressed to visualize the left tube more closely, at which point the essure was placed within the ostia of the left tube. Coils were then deployed in the usual fashion, after which the uterus spasmed causing an obstructed visualization of the coils. When the spasm subsided, the coil was visualized within the left tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Bilateral fallopian tube occlusion devices without evidence of spillage from either fallopian tube. Ultrasound scan vagina - in 2007: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, headache: migraines." Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received. Lot number were added. New reporter and concomitant drugs were added. Event the uterus spasmed causing an obstructed visualization of the coils. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery to remove the essure on (B)(6) 2017. At the time of the report, the pelvic pain and alopecia outcome was unknown. The reporter considered alopecia and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.